Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported that she got a motor error alarm when attempting to prime. The reported bg at the time of the call was 300 mg/dl. Troubleshooting was performed, and no exposure to high magnetic fields was reported. Found that the patient cannot rewind the pump due to the alarms. Advised the patient that the pump would be replaced. Nothing further was reported.